Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 20 mg/dl. The customer stated that she was unsure of how the low blood glucose was treated because she woke up unconscious with an IV in her left foot, the left side of her neck and her right hand. The customer stated that she experienced low blood glucose readings on and off when she received the pump. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer was advised to check the insulin type. The customer declined to troubleshoot any further.